Event description:
It was reported that there was a malfunction of the coin battery. There was no report of patient harm received.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/medtronic¿s product analysis. An investigation was performed, the product analysis technician reported that the reported issue was verified and the root cause was isolated to a depleted coin battery. The coin battery was replaced. If information is provided in the future, a supplemental report will be issued.